Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.50mm x 30mm) to a lesion in the lcx with 80% stenosis and slight vessel tortuosity. No abnormality noted in the inspection before using. The lesion was pre-dilated. The device could not pass the lesion and the stent was noted to be deformed. The physician used a new device (same size) to complete the procedure. No clinical sequelae were reported. Evaluation summary: a number of struts on the 3rd and 4th proximal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).